Event description:
It was reported the max zero connector is separated from the extension set with the hub of the extension set still attached to the max zero connector. The powerglide device was initially inserted on (B)(6) 2026 and then the malfunction was discovered on (B)(6) 2026. The device was in a patient when it malfunctioned, so the device had to be replaced. No complications that I¿m aware of.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the powerglide pro extension tubing is confirmed and was determined to be use-related. One powerglide pro extension set was returned for evaluation. An initial visual observation of the returned device showed use residues along the extension set. The female luer was broken off the extension tubing upon the return of the device. The female luer was returned with a needleless injection cap attached to the luer. A microscopic observation revealed the break site had an overall elliptical shape. Beach marks were observed along one side of the fracture surface, and marks that extended from one point of the fracture surface outward were observed on the opposite side of the fracture surface. Small tears were observed between the two varying fracture surfaces. The root cause of this failure appears consistent with material fatigue due to repetitive mechanical stresses including twisting and kinking of the tubing along with tensile, or pulling, forces applied to the extension tubing. No obvious damage/defect related to the manufacture of the device was observed during inspection of the returned product. This complaint will be recorded for future trending and monitoring purposes.